Event description:
Dressing is causing irritation of the skin around corners and edges of dressing and causing red blistering to appear. Appearance was described to look like caudery burns. The problem is only experienced when there is added tension on the dressing and noticed most when the dressing is used for abdominal bandaging. Medical staff has been rounding the edges of the dressings before applying. There was also some light keloid scarring that occurred with some of the patients.